Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos and one sample were provided to our quality team for investigation. Through visual inspection, it was observed that the protector had become detached, and that the needle had punctured the pouch, the sterile barrier had been compromised therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001390010 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacture narration.

Event description:
Improperly mounted protection on the trocar leading to a perforation of the packaging. Clinical consequences observed: very high risk of injury, but no actual injury reported precautionary measures and actions taken: withdrawal from stock. Device available for expertise by the supplier: yes.

Event description:
Improperly mounted protection on the trocar leading to a perforation of the packaging. Clinical consequences observed: very high risk of injury, but no actual injury reported precautionary measures and actions taken: withdrawal from stock.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).